Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. The customer cleared the alarm and resumed insulin delivery.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not completing the air removal steps. Tandem customer technical support informed the customer to always use room temperature insulin and to follow the proper air removal steps. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. The customer cleared the alarm and resumed insulin delivery.